Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left side. The 88% in stent restenosed, 24 x 2.75, eccentric target lesion with a significant bend greater than 90 degrees was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilation with a 15 x 2.75 emerge balloon, the 30 x 2.75mm agent dcb was introduced for treatment but the balloon ruptured at 8 atmospheres and was removed. The procedure was completed with plain old balloon angioplasty since another drug coated balloon was not available. There were no patient complications and the patient condition post procedure was stable.